Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the patient visited for regular follow up and his visual acuity outcomes was unexpected, since the lens was tilted. It was reported that the patient was happy with the vision outcomes. Additional information has been requested. There are 2 medical files associated. This is file 1 of 2.